Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) due to the errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized, cauterized, and all ports recognized instruments. The reported complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, repeated errors occurred on the integrated electrosurgical generator unit (iesu). The system logs reflect errors c-06, m-18, and m-11. The intuitive surgical, inc. (Isi) technical service engineer (tse) recommended the customer to power cycle the iesu. The customer did not want to power cycle the iesu at this time. The customer was proceeding with the procedure and would power cycle the iesu after the procedure completion. The procedure was completed as planned with no reported injury.